Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient moved and lost her external devices. Reportedly, stimulation was lost several months ago. The sjm representative met with the patient and confirmed the ipg would no longer communicate with alternate external devices. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.